Manufacturer narrative:
The reported complaint was not confirmed as complaint sample was not available for eval. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. The blood leak was not visually observed. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 250ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The sample was discarded by the user facility and was not available for MFR eval.